Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited the coating on the connecting tube was peeling off one square millimeter (1 mm2) or more. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.